Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Eight days prior to the peritonitis diagnosis, the patient experienced fever and cyanosis. Two days after the manifestations of fever and cyanosis, the patient was hospitalized due to events. The cause of the events were unknown. One day after the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, ongoing) and imepenem injection (250mg, ongoing) for peritonitis. Five days after the manifestations onset, the patient recovered from fever and cyanosis. At the time of this report, the patient remained hospitalized due to peritonitis and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.